Manufacturer narrative:
G4: 19oct2020 b4: (B)(6) 2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the battery will need replacement. The customer was given part information for a replacement battery. The customer has ordered the part to rectify the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device's battery was not working. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.